Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issue with insulin pump and insulin pump was under delivering insulin. It was reported that customer was in emergency room due to high blood glucose level on (B)(6) 2019 at 3:00 am with blood glucose was 450 mg/dl and at he time of incident it was 460 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as vomiting. The insulin pump will not be returned for analysis.